Manufacturer narrative:
The total psa reagent lot number and expiration date were requested, but not provided. The investigation could not identify a specific root cause because the analyzer was replaced.

Event description:
The initial reporter stated they received discrepant results for samples from the same patient tested with elecsys total psa on a cobas e 411 analyzer. The sample measurements were performed after the patient had a confirmed prostatectomy. On (B)(6) 2026, the first sample from the patient resulted in a total psa value of < 0.006 ng/ml. The patient disputed the value because another tube collected at the same time was measured at the patient's family doctor using an unknown method and the total psa value was 0.2 ng/ml. The patient had a second sample collected and tested on the e411 analyzer, resulting in a total psa value of < 0.006 ng/ml. This sample was sent to a different laboratory and tested on an unknown device, resulting in a value of 0.2 ng/ml.